Manufacturer narrative:
The device was received with intermittent act button response due to corroded keypad traces. The device was received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was a keypad issue on the customer's insulin pump. It was reported that the customer's blood glucose at the time was 186mg/dl. It was reported that the customers act button works from time to time. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.